Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, proximal left anterior descending artery. Predilatation was performed prior to stenting. After deployment of the 2.75x12 mm xience v, a dissection was observed in the mid segment of the stent, which was treated with another 2.75x23 mm xience v successfully. There was no clinically significant delay in the procedure. No additional information was provided.